Manufacturer narrative:
Results of investigation: failure analysis laboratory (fa lab) received the suspect component and visually inspected. The suspect component was installed in a known good unit and powered into ventilating mode; no failures detected. The device was repowered into service mode, and the reported issue was confirmed in the event log. The fa lab performed the exhalation flow transducer (xdcr) calibration and the unit pass. The reported issue was not duplicated by the fa lab.

Manufacturer narrative:
Any additional information that is provided by the customer will be included in a follow-up report. (B)(4).

Event description:
The customer reported that the vela ventilator was displaying transducer fault. The customer reported patient involvement but no allegation of patient injury/harm.